Manufacturer narrative:
The lens was returned. Solution was dried on the lens. The optic edge is torn/cut in towards the center, typical of an insertion and removal. The optic central area is split/cracked on the posterior surface. The lens has additional split/cracked areas. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined. Information from the surgeon indicated the reason for explant was aphakia. No additional information was provided. There was no specific malfunction alleged against the product. The report indicated that the multifocal lens 23.0 diopter was replaced with a monofocal lens of one diopter less in power 22.0 diopter. The lens had damage typical of an insertion and removal. Additional lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was explanted. The patient is aphakic. Additional information was requested.